Event description:
On or about (B)(6) 2023, the patient suffered right supracondylar/intercondylar distal femur fracture. On (B)(6) 2023 the patient underwent fracture repair with a plate and screws (orif) at (B)(6). The patient was hospitalized for two weeks and then spent 2 weeks in a rehabilitation center. Two weeks after discharge, she went for postoperative x-rays. The surgeon reviewed the x-rays and stated the bone was not healing and a revision surgery was necessary. Her sister indicated a screw was broken. On (B)(6) 2023 the patient underwent removal of hardware with antibiotic nail placement and bone biopsy due to right distal 3rd femoral shaft fracture with nondisplaced intra-articular extension, hardware/fixation failure with loss of reduction, broken screw distally, inflammatory tissue however no gross purulence/pus or gross signs of infection, morbid obesity, mild surrounding erythema, to the skin incision. On (B)(6) 2023 the patient underwent removal of hardware with retrograde im nail due to right distal femur fracture failure of fixation status post removal of hardware with retrograde antibiotic nail spacer and antibiotic cement beads. This report is for one unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E1: reporter is patient's sister: h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.